Manufacturer narrative:
The device history records (DHR) for the deice was reviewed and ther were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported patient with stage one diffuse lamellar keratitis (dlk) of the left eye at seven day lasik post-operative visit. At visit patient complained of "eye feels irritated". Additional information from reporter indicated oral steroids were prescribed to the patient and the reported issue resolved after one week.